Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that when the distal hole was drilling with drill (703586) after proximal hole was drilling , tip of the drill was broken and remained in the patient bone.

Manufacturer narrative:
The reported event that calibrated drill bit ø2.5mm x 285mm, ao was alleged of 'breakage during surgery' could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by too much applied mechanical force. The device inspection revealed the following: the tip of the returned drill bit is indeed completely broken off. Whereas it is clearly visible that high applied forces led to a strain hardening / embrittlement of the material which finally resulted in the breakage (over time). Such power, in combination with hard/dense bone could definitely deform the drill bit and lead to such a breakage. Particularly, if the drilling was in an inclined angle or hard bone, a bending moment could be generated, leading to a fracture of the drill bit, as the one reported. The root cause of the failure was repeated powerful dynamically overload during use. Note that the drill was manufactured in nov. 2013. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that when the distal hole was drilling with drill (703586) after proximal hole was drilling, tip of the drill was broken and remained in the patient bone.